Event description:
It was reported that this catheter was explanted on (B)(6) because the pt felt the catheter "in-situ," which was a "strange feeling." No therapy anomalies were reported. The pt was continuing the therapy as expected. The pt's device was removed on (B)(6) 2011. The drug used in the pump at the time of the event was baclofen. Additional info has been requested; a f/u report will be submitted if additional info has been requested; a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).